Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in the emergency room after receiving a vibratory alert. Upon interrogation, non-sustained noise was noted on the right ventricular lead and right atrial lead. No intervention was performed. Patient was stable and will be monitored.

Event description:
New information received notes physician decided to replace the right ventricular lead during a routine generator change since the noise issue had gotten worse. Patient was stable post-procedure.

Manufacturer narrative:
Partial lead measuring 35.2 cm from distal tip was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received notes externalized conductors were observed on the right ventricular lead prior to the lead revision procedure.